Event description:
Additional information was received. Caller and patient are trying to get ins into MRI safe mode but cannot, because they see a warning por code on the mystim programmer. They said the pt doesn't have a managing hcp currently and they said a rep had come to the hospital in july to get the device out of over discharged state.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that it had been over a year since he recharged the neurostimulator (ins), so the ins wouldn't take a charge now. The patient later reported that they didn't know the cause of the issue. No steps were taking to resolve the inability to charge and the issue wasn't resolved. The patient reported that following a period of approximate 2 months of standby, the unit wouldn't accept a charge. Additional information from a healthcare provider (hcp) reported that the battery was dead. Additional information from a consumer reported that the patient had difficulty with the ins, the ins wasn't holding a charge. The patient had issues with it for a year, so he stopped using the ins. The consumer noted that the patient was in the hospital on 2020-07-13 and a manufacturer¿s representative (rep) came to do the ¿recovery program.¿ during the call, the patient programmer, indicated that the ins needed to be charged.